Event description:
A report was received that during a patient¿s revision, several contacts on the left side of the leads were all missing. It was determined that the contacts were off prior to the revision. The physician used a suction to remove all of the contacts that had fallen off. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead was cut into pieces during the explant procedure. Eight contacts on the left side of the leads were all missing. X-ray inspection of the pieces confirmed that there was no open cable.

Event description:
A report was received that during a patient's revision, several contacts on the left side of the leads were all missing. It was determined that the contacts were off prior to the revision. The physician used a suction to remove all of the contacts that had fallen off. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a patient¿s revision, several contacts on the left side of the leads were all missing. It was determined that the contacts were off prior to the revision. The physician used a suction to remove all of the contacts that had fallen off. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.